Manufacturer narrative:
(B)(4).

Event description:
Follow-up to the treating physician revealed the cause of death as head trauma, and was not related to vns. Analysis was completed for the returned generator. The device had reached and end of service condition. An open can measurement of the battery voltage confirmed that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications and no abnormal performance or any other type of adverse condition was found.

Event description:
An explanted vns generator was received from another medical device company. An obituary search on 02/20/2017 identified that the patient who had the generator implanted passed away on (B)(6) 2016. Analysis is underway, but has not been completed to-date. Additional relevant information has not been received to-date.